Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated this rv lead was explanted due to poor positioning as the lead was not sutured down at the suture sleeve. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated this rv lead was explanted due to poor positioning as the lead was not sutured down at the suture sleeve. The lead was returned for analysis.